Event description:
It was reported that the patient experienced urinary incontinence with his artificial urinary sphincter (aus). A revision surgery was performed to downsize the cuff. A 4.0 cm cuff was implanted. No further complications were reported in relation to this event.